Manufacturer narrative:
Device was available for investigation, investigation report follows. One device was returned for investigation in good condition. The event history log and service history log of the device was reviewed where it was found that the device had not been in for service previously in relation to the reported complaint. The device was then functionally tested and the downstream occlusion test failed. The root cause of the issue was a defective downstream occlusion sensor which was replaced to resolve the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.